Manufacturer narrative:
Investigation summary: bd received 200 samples and 2 videos for investigation. The evaluation of the videos illustrates tube push off. However, the video does not show difficulty piercing the stopper. If necessary, the tube should be held in place to ensure a full vacuum is complete. Additionally, 100 customer samples along with 10 retention samples from bd inventory, were functionally tested for tube push off and difficulty piercing stoppers. None of the 110 tubes were pushed off the needles nor was it difficult to penetrate the stopper. Bd was unable to replicate the issue with the customer return samples or retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. No other complaints have been received on this lot number for the reported defects. This complaint has been confirmed for tube push off based on the videos provided. Bd was unable to confirm any stopper piercing defects. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes exhibit tube push off with the needle from the acquisition device and appears difficult to pierce. There was no health impact or consequences reported.